Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer had a sensor that was inserted, but when they tried to pull it out, the needle came out and the sensor detached. Blood glucose level at the time of the incident was 150 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.